Manufacturer narrative:
Device manufacture date: monitor (B) (4): 12/2009. Electrode belt (B) (4): 09/2009. Device eval summary - device evaluations of monitor (B) (4) and electrode belt (B) (4) have been completed. No problem found with the pt's equipment. Both the monitor and electrode belt were fully functional upon receipt. There is no evidence that the lifevest device caused or contributed to pt death. Review of the pt's death report shows that the pt passed away from bradycardia. No treatment sequence was initiated because this is considered a non-treatable rhythm. Signal artifact, possibly due to the pt collapsing, prevented further monitoring of the pt's cardiac rhythm. The device was functioning as designed. Conclusions: no treatment sequence was initiated for bradycardia as this is considered a non-shockable rhythm. Signal artifact on both channels, possibly due to the pt collapsing, prevented further monitoring of the pt's cardiac rhythm.

Event description:
The territory manager (tm) of a (B) (6) male pt contacted zoll lifecor to report the pt's passing. The pt's family reported that he had received a few alarms and used the response buttons to disable them. He then felt dizzy and went into the bathroom. The family later opened the door, and the pt was apparently deceased.